Manufacturer narrative:
The reported event was reproduced during functional testing and confirmed through archive data review of the autopulse lithium ion battery (sn (B)(4)). During visual inspection, dents were observed on the returned battery. The battery was received with four green led illuminated on the battery status indicator. The battery was functionally tested by inserting into a good known reference autopulse multi chemistry charger (mcc) and the mcc illuminated a red battery charger led indicating that the mcc was unable to charge the battery. Review of the archive data confirmed the reported battery insertion into the autopulse platform around the event date and indicated that it failed to charge in the autopulse multi chemistry charger (mcc), battery recorded a repeated cell over-voltage errors during each customer's charged attempt due to a probable mechanical impact sustained by the battery resulting to a broken components on the battery management board.

Event description:
The customer indicated the autopulse lithium-ion battery (sn (B)(4)) status indicator displayed full capacity; however, the battery does not power on the autopulse platform during shift check. The battery was inserted in an autopulse multi chemistry charger and failed to charge and displayed a red x. There was no patient involvement.